Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was an error 32100 pointing to the universal surgical manipulator (usm). A reboot was performed using the emergency power off (epo) button, but the error returned. The error could not be confirmed in the system logs. The procedure was completed. There was no report of patient injury.